Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the integrated electrical surgical unit (iesu) was generating error when attempting to activate the monopolar energy. The customer noted that the iesu had been replaced as part of a recent preventive maintenance visit and that the previous generator had never exhibited this error. The tse guided the customer to set the coagulation mode to classic and have the surgeon attempt monopolar coagulation activation. The surgeon confirmed that monopolar coagulation worked and that energy was being delivered with this setting. The tse advised the customer to keep the coagulation mode set to classic.the customer then called back to inform tse that error remained persistent even with the coagulation mode set to classic. The tse guided the customer on how to connect the valleylab external generator and the required interconnection cable that was available on-site to the vision side cart as an alternative. The customer noted that the monopolar instrument was not in use at the time of the call but agreed to follow up if any issues were encountered when using it with the external unit. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced iesu to resolve the error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.